Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st patch (device #1). An additional emdr was submitted to represent the bard/davol pre-shaped mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st hernia patch and pre-shaped mesh on (B)(6) 2023. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st hernia patch and pre-shaped mesh on (B)(6) 2023. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2023 - patient had left inguinal hernia thereby underwent repair with implant of ventralex st (device 1) and bard pre-shaped mesh (device 2). (Note: there is no operative notes provided for this procedure in medical records) (B)(6) 2023 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of ventralex st (device 3) and bard pre-shaped mesh (device 4). Per op notes, ¿a large indirect hernia sac was identified and dissected free from cord structures. The sac was opened and contained within the sac was appendix. Appendix was dissected free and reduced. A ventralex st (device 3) was placed and sutured to conjoined tendon. An onlay bard pre-shaped mesh (device 4) was placed and secured using sutures. Ilioinguinal nerve was identified and a portion was excised to decrease the chance of pain.¿ on (B)(6) 2023 - patient had abscess around mesh, pain and mesh densely adherent to spermatic cord thereby underwent open repair with excision of ventralex st (device 3) and bard pre-shaped mesh (device 4). (Note: there is no operative notes provided for this procedure in medical records).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2023) is considered to be the best estimate. Updated fields: a2, b3, b5, b7, d3, d4 (product catalog no., UDI no, corporate lot no., expiry dtae), d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventralex st (device 3). An additional supplemental emdr was submitted to represent the bard pre-shaped mesh (device 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.